Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high threshold and high / undefined pacing impedance. Additionally, noise was noted on the rv defibrillation coil and the superior vena cava (svc) defibrillation coil displayed impedance fluctuations. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.